Event description:
It was reported that the patient had return of symptoms, including increased low back pain with radiation to left hip, weakness and "droppin" frequently. The patient reported that "other doctors have told him it is due to his pain medications. The pump contains hydromorphone 50 mg/ml at a daily dose of 13 mg, reduced in 2007 from 14 mg/day. Dose titration of both intrathecal and oral medications was on-going. A CT scan of the abdomen was taken and was apparently normal. The hcp told the patient that the pump reservoir volumes are normal. Per the hcp's report, a catheter dye study is pending.